Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 10atm for 5 seconds. The procedure was completed with another of the same device. No patient complications were reported.